Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Facility name: (B)(6). The device was not returned for evaluation however a video was provided. The visual inspection observed the reported leak. The reported leak was observed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up with one unit of prismaflex st100 set, a fluid leak was observed. There was no patient involvement. No additional information is available.